Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a tha (total hip arthroplasty), the blade broke. It was also reported that an x-ray was performed to locate the blade fragment which was removed during the procedure. It was further reported that the single use blade was re-used. It was also reported that there was a 60 minute delay as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The definitive root cause could not be determined as the device was not returned for evaluation, however the re-use of a single use device may have caused or contributed to this event.

Event description:
It was reported that during a tha (total hip arthroplasty), the blade broke. It was also reported that an x-ray was performed to locate the blade fragment which was removed during the procedure. It was further reported that the single use blade was re-used. It was also reported that there was a 60 minute delay as a result of this event and the procedure was completed successfully.